Manufacturer narrative:
A persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation.upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified the cause as a shorted transistor. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 7341. The issue did not occur during patient use. No harm was reported.

Manufacturer narrative:
The device log files were reviewed by the manufacturer, and a persistent service code was identified by the AED. This code prompted a recommendation that the unit be removed from service and returned for evaluation. Upon receipt, the AED underwent comprehensive bench testing, during which it was confirmed that the device would deliver the appropriate defibrillation voltage (joules), but only as a monophasic shock. The ddu-100 series AED is designed to deliver a biphasic waveform. Although the original customer report did not involve patient use and was not initially considered a reportable event, the manufacturer's evaluation confirmed a malfunction that could affect therapy delivery in a clinical situation. Therefore, this event is being reported in accordance with 21 cfr 803.50.